Manufacturer narrative:
(B)(4).

Event description:
(B)(4). New information received indicates that probable cause of the infection is laparoscopic gallbladder. The patient was stable before, during and after the procedure.